Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed with the needle cap still attached. The needle mechanism fully deployed after removal of the needle cap, indicating that the needle mechanism fired during priming. The data showed that the pod completed both priming sequences with an expected number of pulses in each sequence before being deactivated at the end of second prime. Inspection found no damages or manufacturing deficiencies that would result in the needle deploying early. Though no issues were observed, it could not be conclusively determined when the needle mechanism fired and the cause of the reported event could not be determined.